Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead had fallen. Subsequent ra noise was observed which was consistent with minute ventilation (mv) oversensing. Pocket manipulation was performed and impedance measurements were greater than 3000 ohms when the noise was induced. Programming options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that this was not related to mv oversensing. The ra lead was loose in the device header from the time of the device implant. A surgical revision was performed to re-seat the lead in the device header. No additional adverse patient effects were reported. The device remains in service.